Manufacturer narrative:
The complete lead was received for investigation. Electrical testing was performed and there was no indication of conductor fractures or internal shorts. Visual inspection found damages consistent with that occurring at the time of explant. The reported event could not be confirmed. No anomalies were noted.

Manufacturer narrative:
Additional information was received. The lead is being returned for analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room due to a vibratory alert. The device was interrogated and a high voltage lead impedance out of range alert was noted. All other measurements were in normal range. The lead was viewed using fluoroscopy and no anomalies were noted. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented in the emergency room due to a vibratory alert. The device was interrogated and a high voltage lead impedance out of range alert was noted. All other measurements were in normal range. The lead was viewed using fluoroscopy and no anomalies were noted. Sjm was contacted and the patient will be seen for a follow up in the upcoming weeks to determine if the lead will be explanted and replaced. The lead remains implanted and is being monitored. The patient is in stable condition.